Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), embedded device ("migration of essure device: embedded into the myometrium") and pelvic pain ("pelvic pain/ pain") in a 32-year-old female patient who had essure (batch no. 1330312-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included bacterial vaginosis and vaginal yeast infection. Previously administered products included for an unreported indication: metronidazole. Concurrent conditions included gastritis, diabetes and adenomyosis. Concomitant products included diazepam, hydrocodone, naproxen, nsaid's, tramadol and vicodin. On an unknown date, the patient started ketorolac at an unspecified dose and frequency. In february 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. In august 2010, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed); unilateral salpingectomy - left salpingectomy).essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bacterial vaginosis, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, embedded device, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), embedded device ("migration of essure device: embedded into the myometrium") and pelvic pain ("pelvic pain/ pain") in a 32-year-old female patient who had essure (batch no. 1330312-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included bacterial vaginosis and vaginal yeast infection. Previously administered products included for an unreported indication: metronidazole. Concurrent conditions included gastritis, diabetes and adenomyosis. Concomitant products included diazepam, hydrocodone, naproxen, nsaid's, tramadol and vicodin. On an unknown date, the patient started ketorolac at an unspecified dose and frequency. In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed); unilateral salpingectomy - left salpingectomy), surgery (total hysterectomy (uterus and cervix removed); unilateral salpingectomy - left salpingectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, menstrual disorder, dysmenorrhoea, bacterial vaginosis, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, embedded device, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 12-oct-2018: pfs received: event outcome for event vaginal hemorrhage, menorrhagia updated from unknown to recovered/resolved. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), embedded device ("migration of essure device: embedded into the myometrium") and pelvic pain ("pelvic pain/ pain") in a 32-year-old female patient who had essure (batch no. 1330312, 1330312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included bacterial vaginosis and vaginal yeast infection. Previously administered products included for an unreported indication: metronidazole. Concurrent conditions included gastritis, diabetes and adenomyosis. Concomitant products included diazepam, hydrocodone, naproxen, nsaid's, tramadol and vicodin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient started ketorolac at an unspecified dose and frequency. In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed); unilateral salpingectomy - left salpingectomy), surgery (total hysterectomy (uterus and cervix removed); unilateral salpingectomy - left salpingectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bacterial vaginosis, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, embedded device, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 9-jul-2018: pfs and mr received: new reporters, patient demographic information, product indication updated. Lot number added. Product dates added. Historical and concomitant drugs added. Historical and concomitant conditions added. New events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, infection: bacterial vaginosis, migration of essure device: embedded into the myometrium, perforation (uterus), depression, mental anguish, essure confirmation test(s) conducted: no. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), embedded device ('migration of essure device: embedded into the myometrium/ perforation') and pelvic pain ('pelvic pain/ pain') in a 32-year-old female patient who had essure (batch no. 1330312-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ketorolac. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included bacterial vaginosis and vaginal yeast infection. Previously administered products included for an unreported indication: metronidazole. Concurrent conditions included gastritis, diabetes and adenomyosis. Concomitant products included diazepam, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), naproxen, nsaid's and tramadol. On an unknown date, the patient started ketorolac at an unspecified dose and frequency. In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), autoimmune disorder ("autoimmune disorder"), vaginal discharge ("vaginal discharge") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed); unilateral salpingectomy - left salpingectomy and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menstrual disorder, depression, anxiety and post procedural complication outcome was unknown and the embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bacterial vaginosis, abdominal pain, autoimmune disorder and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, bacterial vaginosis, depression, dysmenorrhoea, embedded device, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she was treated for pain, bleeding, autoimmune, migration, perforation, bladder/urinary. Most recent follow-up information incorporated above includes: on(B)(6) 2020: pfs received: event :abdominal pain, vaginal discharge, autoimmune reaction and post procedural complication were added. Outcome of events "pelvic pain, dysmenorrhea, bacterial vaginosis was changed to resolved". Event perforation added and merge with event migration. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure device: embedded into the myometrium/ perforation') and pelvic pain ('pelvic pain/ pain') in a 32-year-old female patient who had essure (batch no. 1330312-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ketorolac. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included bacterial vaginosis and vaginal yeast infection. Previously administered products included for an unreported indication: metronidazole. Concurrent conditions included gastritis, diabetes and adenomyosis. Concomitant products included diazepam, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), naproxen, nsaids and tramadol. On an unknown date, the patient started ketorolac at an unspecified dose and frequency. In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), autoimmune disorder ("autoimmune disorder"), vaginal discharge ("vaginal discharge") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed); unilateral salpingectomy - left salpingectomy and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bacterial vaginosis, abdominal pain, autoimmune disorder and vaginal discharge had resolved and the menstrual disorder, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, bacterial vaginosis, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she was treated for pain, bleeding, autoimmune, migration, perforation, bladder/urinary. Amendment: the report was amended for the following reason: coding correction, the events "perforation (uterus)" and "migration of essure device: embedded into the myometrium/ perforation" were clubbed at uterine perforation. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure device: embedded into the myometrium/ perforation') and pelvic pain ('pelvic pain/ pain') in a 32-year-old female patient who had essure (batch no. 1330312-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ketorolac. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included bacterial vaginosis and vaginal yeast infection. Previously administered products included for an unreported indication: metronidazole. Concurrent conditions included gastritis, diabetes and adenomyosis. Concomitant products included diazepam, hydrocodone, hydrocodone bitartrate; paracetamol (vicodin), naproxen, nsaids and tramadol. On an unknown date, the patient started ketorolac at an unspecified dose and frequency. In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), autoimmune disorder ("autoimmune disorder"), vaginal discharge ("vaginal discharge") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed); unilateral salpingectomy - left salpingectomy and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bacterial vaginosis, abdominal pain, autoimmune disorder and vaginal discharge had resolved and the menstrual disorder, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, bacterial vaginosis, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she was treated for pain, bleeding, autoimmune, migration, perforation, bladder/urinary. Lot number ( 1330312 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy ). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.